Manufacturer narrative:
Medical devices: g7 osseoti multihole 48mm c p/n 110010262 l/n 3877561; g7 screw 6.5mm x 50mm p/n 010001003 l/n 3914351; g7 screw 6.5mm x 30mm p/n 010000999 l/n 3967182. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was unstable and dislocating.

Manufacturer narrative:
(B)(4). Concomitant products: 010000981 3808611 g7 freedom const e1 lnr 32mm; unknown cup; unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04787.

Event description:
It was reported patient's hip was revised approximately 3 weeks post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.